Event description:
Complainant alleged that while defibrillating a (B)(6) -year-old male patient, after removing the electrode pads, burns were found on the patient's skin. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient sustained third degree burns.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The electrode pads used were not returned to zoll medical corporation for evaluation. The clinical logs were not available and no pictures of the reported burns were provided. After further review of the facts provided by the customer, it was deteremined that the device was being used incorrectly by the user. The customer's report stated that the patient was burned after an extended period of pacing the patient (19 hours) using onestep complete electrode pads. According to the onestep CPR complete instructions for use, non-invasive temporary pacing information states: onestep pacing is function with r series only and is intended for emergency pacing only. Electrodes should be replaced after 24 hours of use or 8 hours of pacing to maximize patient benefit. Trnscutaneous pacing longer than 30 minutes may cause burns to the skin. Burns occurring during pacing are an anticipated outcome and are anticipated to occur if electrodes are used outside of the IFU recommendations. Analysis of reports of this type has not identified an increase in trend.